Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: total delamination of valve and creases. A leak test was performed which identified delamination and opening. A microscopic analysis was performed which identify: total delamination of valve, wear abrasion and one opening crease sharp. Based on the device analysis the final assessment is: total delamination of valve due to adhesive failure and one opening crease sharp assessed as fold flaw opening. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported a left side deflation. Device was explanted.